Event description:
It was reported the patient had a trial for the stimulator with a failed response for the pain. The patient stated "one of the inserted tubes slipped down during the process of moving from the x-ray overview to another table, and the dual set up testing was not in sync".